Event description:
Device returned for analysis with report of "pt. Reported withdrawal symptoms - had injury to pump area." "No fluid discharging from pump at time of surgery. Suspect 'roller' problem." A follow up report will be sent when additional information is received.